Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the device was giving a disposable alarm and not get enough pressure in chambers. There was a delay to treatment while the device was switched out with another. Adverse patient effects are unknown.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.